Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving a ¿sensor was not found¿ error on the 7th day of wearing the sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿felt like in a fog, woke up late, was hard for him to get up¿ and a loss of consciousness. Upon regaining consciousness, the customer was able to self-treat with juice provided by third-party. There was no report of death or permanent impairment associated with this event.